Event description:
It was reported that after an intraocular lens (iol) was inserted, a slightly thick vinyl-like foreign material was noticed to have attached to the optical part of the lens. Per account, the foreign material was unlikely to be cortices or fragments and initially reported that the material was unable to be removed with irrigation/aspiration (I/a). But additional information received indicated that the foreign material was taken out of the eye while being suctioned by I/a and was discarded. When setting the injector, only balanced salt solution (bss) was used. When the lens was implanted and the optic was opened, the foreign matter had already adhered to the lens. The account thinks that the foreign material had attached to the optical part of the lens from the beginning. The lens remains implanted, and no health hazards or injury have occurred since implantation. No further information was provided.

Manufacturer narrative:
Age or date of birth and weight: unknown, information was requested but not provided. Date of event: unknown, information was requested but not provided. Initial reporter name and address:: phone number: (B)(6). If implanted, give date: unknown, information was requested but not provided. If explanted, give date: not applicable as the lens remains implanted. PMA/510k: this report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. Device evaluated by MFR:the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: no complaint product was returned for evaluation. A customer provided movie was received and evaluated. It was determined that "it is apparent that the thick vinyl-like foreign material that was delivered onto the posterior side of the lens had to come from the cartridge or the lens storage area. The irregular shape of the foreign body and the fact that it could not be aspirated with the I/a tip is a clue that it is either a piece of excess cartridge coating or perhaps some polypropylene flash from the lens storage area. Without the sample returned it would be difficult to isolate it further". It is not possible to confirm the identity and root cause of the alleged foreign material based off of a photo assessment. The complaint issue "dc-foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.